Manufacturer narrative:
A ge healthcare local field team was dispatched to the customer site to obtain scan specific info and investigate the environmental conditions. The investigation focused on four main areas: environmental: (including cooling equipment, pt air cooling plus the mr scanner error log). Surface coils/accessories: (surface coil/ECG checks). System/image quality: (system level testing to check for system failures). Pt monitoring: (pt alarm and rf safety monitor checks). Visual inspection and the test results for the MRI system show no issues that caused or contributed to the burn. The system was determined to be functioning within specifications. The device labeling was reviewed and the working safely section of the mr safety guide 2381696-100, rev 11, defines proper pt positioning and padding to prevent warming during MRI scans but these were not followed by the user. The injury was attributed to user error since padding was not used to prevent skin to skin contact and looping. No further actions are planned at this time.

Event description:
It was reported that a pt sustained a burn after a mr scan of her right knee with an 1.5t hdx echospeed. The pt was positioned feet first and supine with her arms on her chest. The pt sustained a blister on her left knee cap that was the size of a quarter (2.54 cm). The pt was treated with an antibiotic cream and a bandage. The pt was padded away from the bore, but she was not padded to prevent skin to skin contact and looping. The transmit/receive knee array coil has a pt pad that goes into the coil to isolate the knee away from the coil. Based on hosp f/u with a pt warming questionnaire, the site did not utilize this padding due to the size of the pt's leg.